Event description:
End user stated that he was going down the sidewalk in his (B)(4) power chair when the front casters got caught in the crack of the sidewalk causing the chair to flip over. End user sustained a broken left big toe, left hip and knee were partially dislocated, broke left wrist, partial dislocation of left shoulder, right shoulder had severe tissue damage and internal bleeding. User was hospitalized for 3 days. No malfunction of the product.